Manufacturer narrative:
The investigation determined that lower than expected, vitros tsh result was obtained from a non-vitros (biorad) level 1 (l1) quality control (qc) fluid when tested on a vitros 5600 integrated system. The most likely assignable cause of the event is an instrument issue. The customer reported microimmunoassay metering errors on the vitros 5600 integrated system to the ortho technical solutions center (tsc) on (B)(6) 2018, the microimmunoassay probe was replaced and following the lower than expected biorad l1 qc result on (B)(6) 2018, the customer failed a pre-service precision test on the instrument. An ortho field engineer (fe) visited the customer site on (B)(6) 2018 and performed service actions on the instrument, which included replacing the proboscis and incubator reference system. A post-service vitros precision test was run by the fe which passed, returning the instrument to expected operation. Additionally, the customer does not process the biorad qc fluids on a daily basis. Therefore, a qc issue cannot be entirely ruled out as a contributor to the event, as the customer is unable to regularly evaluate the performance of the vitros tsh lot 5695 reagent on the vitors 5600 integrated system.

Event description:
A customer reported a lower than expected vitros tsh result from a non-vitros (biorad) level 1 quality control fluid when tested on a vitros 5600 integrated system using vitros tsh lot 5695. Biorad l1 qc result of 0.456 miu/l versus the expected result of 0.711 miu/l the lower than expected vitros tsh result was obtained from a non-patient fluid. There is no allegation of patient harm as a result of this event. However, the investigation cannot rule out that patient samples would not be affected, if the events were to occur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4)/qerts record ID (B)(4).